Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis summary: visual analysis of the device indicates no defect observed.

Event description:
Healthcare professional reported the event of 2 syringes of juvederm® voluma xc broke while [the physician] was injecting. Patient contact was made. No injury to the patient or injector.

Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of 2 syringes of juvederm® voluma xc broke while [the physician] was injecting. Patient contact was made. No injury to the patient or injector.